Manufacturer narrative:
A review of the device history record. Lot manufacturing location: (B)(4). Manufacturing date: 29-sep-2017. Expiration date: 31-aug-2026. Part number: 04.004.449s, 10mm ti cannulated tibial nail - ex/345mm ¿ sterile. Lot number: h461484 (sterile). Lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance sheet met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Final inspection, met all inspection acceptance criteria. Packaging label log, was reviewed and was found to be conforming. Packaging bom for this lot was reviewed and found to be conforming with no deviations to normal packaging identified. Sterility documentation supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a tibial nail removal due to nonunion. It is unknown if there was any surgical delay. Patient outcome was stable. The procedure was successfully completed, and the fracture was plated with a large fragment plate. This report is for one (1) 10mm ti cannulated tibial nail. This is report 1 of 3 for complaint (B)(4).